Manufacturer narrative:
Device code a0401 captures the reportable event of thumb ring break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During preparation, the thumb ring of a trapezoid basket broke. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event.